Event description:
It was reported that the customer was using a 19 fr wound drain and had to pull them from cases because the package contained a 15 fr drain instead. The staff pulled ten of these drains from the bin. The packaging was saying 19fr, but the drain was a 15fr size. Per additional information received via mail on (B)(6) 2024, stated that there was no medical intervention reported and the device was replaced.

Manufacturer narrative:
The reported event is confirmed as manufacturing related (CAPA# 11207399). One photo was received for evaluation. It is evidenced the product label material #v072231 lot number ngjv0169. The root cause identified for CAPA 11207399 is: the label process described in the procedure was not followed up by label printing technician, where established that before the printer is re-loaded with a new material lot, the label printing technician must take the first label of the at lot and mark with red ink the pre-printed material part number to confirm that it is according to the part number listed in operation 10 of the work order. This label should be signed, dated, and must be included in the DHR as sample; a comment documenting this material load should be added in the first article inspection form. A labeling review, and DHR review are not required as CAPA 11207399 is applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was using a 19 fr wound drain and had to pull them from cases because the package contained a 15 fr drain instead. The staff pulled ten of these drains from the bin. The packaging was saying 19fr, but the drain was a 15fr size.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.